Event description:
2 false positive results (a het call for the r347p and 3549+10kb assays) were reported to the ordering physicians. Upon retesting of dna from the original samples, the results reported on 2/15/06 were discovered to have been false-positive and the physicians were notified by the lab using amended reports and by telephone. The false positive results were used for pt counseling which led to the physician ordering a cf carrier screening test on a pt's spouse. The lab received the blood specimen, but testing was cancelled before results were obtained.